Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple insulin pump error. Customer¿s current blood glucose was unknown. Customer was able to rewind the insulin pump. Customer performed self test for twice and got hardware low level failure alert for 2 times. Customer mentioned that insulin pump had low battery, failed battery and insert new battery alarm. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected low battery alert, battery power loss alarm, failed battery test alarm or battery longevity noted during testing or in the pump trace download. No unexpected pump error 15 or pump error 4 alarms during testing however, pump error 15 alarm and pump error 4 alarm are found in the formatted history file due to a software error. Pump error 63 alarm confirmed in the pump history due to broken trace on keypad assembly. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.